Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer of a fractured PICC outside of the body. The line was removed and replaced. No patient harm except that another procedure was done to replace the damaged line. No other information provided, at this time.